Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The results of evaluation provided the following: - a piece of plastic was in the auxiliary channel - scope cover has a leak failure - a-rubber (bending section cover) glue is separated and worn out - light guide cover lenses are chipped - distal end unit is slightly wear and tear - switch 1 button rubber is wear and tear (slightly) - plate is deformed - scope connector electrical contacts are damaged (slightly) - angulations are out of specification - insulation resistance value is out of specification based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon (foreign material) was presumed to be a part of broken plastic endoscopy accessories, however, the origin was not identified. In addition, cause of foreign material remained in auxiliary water channel could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope had piece of plastic in the auxiliary channel. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.